Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to instability. A review of invoice history confirmed that the tibial bearing was removed and replaced. Patient's legal counsel further reported that the patient underwent a revision on (B)(6) 2012. A review of invoice history confirmed that the tibial bearing was removed and replaced. No further information has been presented to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The revision on (B)(6) 2011, was previously reported on medwatch report 1825034-2011-00674.